Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation most likely underlying root cause: mlc-18- user has high glucose value. (B)(4). Note: manufacturer contacted customer on 12/1/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition has improved and she is no longer experiencing any diabetic symptoms. However, she did seek medical attention on (B)(6) 2017 for a blood glucose reading of 283mg/dl. No treatment was provided. She was diagnoses with hyperglycemia due to stress and was told to continue taking her medication. She was discharged the same day.

Event description:
Consumer reported complaint for hi blood glucose results accompanied by symptoms. The expected fasting blood glucose test result range is 85-105mg/dl. The customer did report symptoms of blurry vision, frequent urination and dry mouth. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 :415mg/dl date:(B)(6) 2017 time:8:51am fasting, result 2 :hi date:(B)(6) 2017 time:8:48am fasting, result 3 :404mg/dl date:(B)(6) 2017 time:8:09am fasting, result 4 :381mg/dl date:(B)(6) 2017 time:7:51am fasting, result 5 :81mg/dl date:(B)(6) 2017 time:11:46pm fasting. Customer called in for assistance with e-2 error message, while troubleshooting we obtained a reading of hi, requested customer run another test on a different finger and customer obtained 415mg/dl, both readings are fasting. Customer states that for the past couple of days she has been urinating more frequently. Customer states that today she felt dry mouth upon awakening and is now experiencing blurry vision. Customer denied the need to seek medical attention. I reinforced the urge for customer to seek medical attention. Customer states she will call her niece to take her to the clinic after the phone call. Customer states that back in (B)(6) 2017, while using a different brand meter, she had really high readings due to personal stress and other issues and was working closely with her doctor to lower these numbers. Customer went to routine doctor visit and explained that the doctor increased her dose of metformin and had also put her on glipizide and customer confirmed that this helped her lower her sugar. Customer states she purchased the true metrix in (B)(6) 2017 and states that since (B)(6) she has lowered her fasting range from the high 300's and 400's mg/dl to a steady 85-105mg/dl. Customer states she is not concerned with the high numbers on the meter since she is experiencing symptoms of hyperglycemia.